Event description:
It was reported that when the device was being used on a patient, the customer turned the device on, it analyzed, recommended a shock, charged and then shut off. The outcome of the patient is unknown.

Manufacturer narrative:
Physio-control evaluated the device, verified the reported failure, and recommended replacement of the main pcb assembly. The customer declined repair of the device because the device is 10 years old, out of warranty, and will be replaced in the near future. The root cause for the reported failure cannot be determined.